Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date in 2021 and suture was used. The swaged needle fell off the suture line with minimal use or exertion. There were no patient consequences reported. No further event details were provided.